Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s side implanted with lot number 255945. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 23, 2021, mentor became aware that the date of implant was (B)(6) 2004. Field d6a is correctly updated on this form. This supplemental medwatch report is for the patient¿s side implanted with lot number 255945. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported (via FDA medwatch mw5100341) that a female patient of unknown age underwent unspecified breast surgery with 475cc mentor smooth round moderate profile on both sides and experienced bilateral breast mass and generalized illness symptoms including thyroid issues, fatigue, hypersensitivity, inflammation, rash, confusion, disorientation, digestive issues, and muscle weakness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s side implanted with lot number 255945.